Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/5/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for lot 100tt6, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code vcpb725d lot 100tt6. 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. Two open samples that belong to product code vcpb725d were received for analysis. This product code is multi-strand and contains eight strands per packet. Upon initial inspection of the returned samples, it was noted that one of the winding formers contains two detached needles, six needle suture combinations, and one suture. In the other winding former it was found three detached needles and five needle suture combinations. Two sutures were not received for analysis. During the visual inspection of the five detached needles, the swage and attachment area were noted as expected. The barrel hole was examined and no suture remnants were found. In the inspection of the suture, the insertion mark did not meet the requirements. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code vcpb725d contains an absorbable sutures. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, short insertion issue was identified as pull out in one suture during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Six unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a orthopedic procedure on (B)(6) 2024 and suture was used. It was reported from the analysis of the returned product that short insertion was observed for one suture. During an unknown orthopedic surgery, the needle already had been detached from the suture when the package was opened. Another box was opened because three packs occurred in a row. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: additional information indicates lot (B)(6) belongs to this complaint. This complaint is for pull off suture needle pre-op. Please clarify, was the needle detached from the suture when the package was opened or did the needle detach from the suture during use on the patient? When the package was opened. I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested: additional information indicates lot 100tt6 belongs to this complaint. This complaint is for pull off suture needle pre-op. Please clarify, was the needle detached from the suture when the package was opened or did the needle detach from the suture during use on the patient? Additional information was requested, the following was obtained: -product code vcpb725d lot 100tt6. 1. Please clarify if the additional device belong to this complaint? Yes. 1a. If yes, did a device malfunction occur during the same procedure? Yes. 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.